Event description:
Companion 2 driver s/n (B)(6) was returned to syncardia from sonimed belgrade for regular maintenance. During incoming testing, it failed system check for 9v battery left and right.